Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: review of the black box data revealed several records of time/date resetting after call service alarms. On investigation, the pump was exercised for 24 hours without errors, warnings or alarms. The pump reverted to the factory default time/date after 6 hours of power on reset. The pump was opened for investigation and revealed the internal clock battery was leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue; reverts to factory default setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.